Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, frequent magnet response episodes were observed due to inappropriate magnet response from laptop use during episodes. No intervention was performed. The patient was in stable condition.